Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) observed a case and there wasn't any issue with the arm locking on to tissue. The system was verified and was ready for use. The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an instrument became stuck on tissue. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.

Manufacturer narrative:
Additional information: the surgeon indicated that the customer reported issue had not occurred recently. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
Refer to h11 for follow-up information.